Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 17 of the patient's mouth. Sinus augmentation. On 2019-05-30, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, bruxism, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.